Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Release date: august 2015. Expiry date: june 2020. Upon visual inspection, the tip shows signs of activation and the active loop is missing. The remainder of the device is in good condition. The condition of the electrode tip indicates that activation was stopped at the point of failure due to the sharp edges and surfaces of the fracture location.

Event description:
It was reported that the patient underwent myomectomy on (B)(6) 2017. During the procedure, it was reported that the handle broke after it was triggered. Upon device evaluation, the loop was found broken. There were no adverse patient consequences reported. No additional information was provided.